Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular lead noise and oversensing was observed on the electrograms. The noise seemed to be non-physiological and may be due to debuting lead damage. Low pacing leading impedance was also noted. Provocative test was performed but noise was not reproducible. Patient was in stable condition. No further information available at this time.